Manufacturer narrative:
Other relevant device(s) are: product ID: 09035, serial/lot #: (B)(4), ubd: 28-jul-2021, UDI#: (B)(4). The lead was a custom device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a custom made lead for trigeminal neuralgia, and experienced a loss of stimulation. Impedance measurement showed high impedance on all electrodes. There were no identified environmental/external/patient factors that may have led or contributed to the issue. No intervention was taken. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use.